Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected, could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2007 and operated successfully until a failed self test on (B)(6) 2011 due to a low battery. The device failed its weekly self a further 4 times between (B)(6) 2011, all for low batteries. After this date, there are multiple events on the same day, which would indicate the device was switching itself on automatically. No fault was found with the returned pad device. The pad-pak used in the device was not returned for investigation. The pad-pak was likely to be close, if not past, its expiry date. The low battery warnings were delivered because the pad-pak was depleted to the point it triggered the battery management system in the device. The batteries can be depleted by a variety of conditions including the storage location of the device, age of battery pack, and level of manual intervention. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use.